Event description:
I've had depuy total knee joint replacement surgery on both my knees. Surgery was done on my right knee first because it was the worst. It was done (B)(6) 2014. I got along well with that knee surgery was done on my left knee (B)(6) 2015. Something went terribly wrong with that surgery and I have had problems from the very beginning. When the surgery was first done on my left knee, I had so much pain in my left ankle and foot that I could barely walk on it for weeks. It was also swollen. The doctor x-rayed it, but couldn't find anything wrong with it. By (B)(6) 2015, just 2 months after the surgery on my left knee, my left foot and ankle turned inward. By (B)(6) 2015 my left hip shifted on me. I told my surgeon about my left foot and ankle turning inward on (B)(6) 2015, and I asked him multiple times what must I do to fix it. All he would ever say was if its not bothering you, you don't need to do anything, if it starts to bother you call us and we will put a brace on it. In (B)(6) 2016, the same thing happened again with my left hip and I couldn't bend over to pick anything up off the floor. I knew then that something wasn't right. Also in (B)(6) 2016, I found it from a podiatrist that I had a leg discrepancy, and three podiatrists have confirmed it. In (B)(6) 2016 my right foot also turned inward and I have been in constant pain for the last 6 months with pain in my knees, legs, feet and ankles and a burning sensation. I have confronted my surgeon with the problem. He says my legs are even and my pain is coming from arthritis. Neither one of these statements are true. He told me to go on pain management. This kind of outcome from simple knee surgery is unheard of. I know my surgeon is lying to me. I want to know what went wrong with the surgery on my left knee. Since these implants are medical devices, I hope you can give me some answers. Here is some information for you. I have seen a picture of my implants on the x-rays and they don't look alike. I have all my medical records. The implants in my right knee was manufactured by depuy. The lot # is 532039. In the right knee the tibia and femur were both sized for a #2. The patella was templated for a 38mm. A 12.5m tibial insert was inserted. The implant in my left knee was also manufactured by depuy. The lot # is 608831. In the left knee the tibia and femur were both sized for a #2. The patella was templated for a 32mm. A 15mm tibial insert was inserted. Because the sizes of the patella and the tibial inserts are different for both knees, is this why one leg is shorter than the other? Is this what caused the tibia tendon dysfunction of my left ankle as the doctor stated in my medical records, but failed to tell me to my face on (B)(6) 2015? Is this what made my left foot turn, followed by my right foot? Lots of questions but no answers. My podiatrist told me if they used 2 different kinds of implants together it would make one left shorter than the other. Here is a rough sketch of my implants as I recall them on the x-rays. Right now I do not wish to reveal the name of the doctor or hospital where the surgery took place. I hope you can give me some answers. Please reply as soon as possible. Thanks. P.s. What will it take to fix the problem?